Event description:
Report received from the USA stating that during a right temporal brain biopsy, a piece of the router bit "broke off" while cutting the right temporal lobe skull flap. The broken tip was found using x-ray and microscope. All of the pieces were removed from the patient. The procedure was completed successfully using another router. The user facility's risk management has declined to provide further patient information and further details regarding the procedure. There was no additional information provided.

Manufacturer narrative:
The device has not been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).